Event description:
It was reported to tyco healthcare/kendall on march 14, 2006, that a customer had a problem with a dialysis catheter. The customer alleges the patient had a quinton permacath inserted in 2005 and broke near the wing in 2006. The initial information provided was not MDR reportable. Additional information provided on july 17, 2006 provided more detail into the event at which time the event was determined to be reportable. The following information was provided: when the device failed, the patient was sent to the ER for treatment. The device was removed. At the time of the device failure, the patient's vascular condition was not suitable for the re-insertion of a new catheter; therefore, a new device was not placed. Two weeks later, the patient died. However, at this time there is no indication that the patient's death is related to the failure of the device.